Manufacturer narrative:
The device has not been returned for evaluation yet. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Date filed: august 30, 2006.

Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, while trying to remove from the plastic shipping hoop, the catheter fractured 1 or 2 cm's from the hub. The procedure was completed with another device.